Manufacturer narrative:
(B)(4). Actual sample was returned for evaluation. Visual examination was performed. A pinhole was found on the bottom foil and the detached needle was likely caused by the pinhole since the suture had begun the process of disintegration. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent achilles tendon surgery on (B)(6) 2015 and suture was used. It was noted that the suture was already separated from the needle when the package was opened and the device was not used on the patient. Upon product evaluation, a pinhole was found in the bottom of the foil. There were no adverse patient consequences reported.